Event description:
User facility reported that the cuff was found to be going soft. Staff attempted to re-inflate the cuff, but was not successful. It was then noticed that the cuff had come away from the endotracheal tube. The cuff was checked at 20:00 and found deflated at 01:00. No adverse effect to pt reported. Event occurred in other country.